Manufacturer narrative:
Product complaint # (B)(4).   The following information was requested, but unavailable: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient has ongoing injury as the mesh is eroding and cutting tissue. It was reported that the mesh is shrinking as it is pulling and cutting through vaginal tissue. It is painful for the patient to pass urine and difficult to empty bowels. It was also reported that the patient has constant stomach pain and high levels of pain in labial area, which is almost closed due to bands of mesh running front to back of body sawing through it. It was also reported that the vaginal opening is partially occluded by pressure of mesh bands that have made it a flat shape. It was also reported that the patient's perineum is puckered and being pulled upwards by a mesh anchor internally. The patient is expecting this to become a fistula.